Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 580 mg/dl on (B)(6) 2026. Reportedly, the customer's insulin was not kept at proper temperature. Tandem technical support educated the customer on insulin labeling. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.